Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller is calling from a facility, and the wheel has come off of the end user's lift.